Manufacturer narrative:
Additional information: (B)(4). (B)(4) - device fragments in patient; inadequate lighting. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light. The angio-seal should be stored only at temperatures between 15 degrees celsius and 25 degrees celsius.

Event description:
While using a 6f angio-seal vip for a right femoral arteriotomy closure, it was reported that the hemostasis sheath broke into multiple fragments during the procedure. Hemostasis was not achieved and manual pressure was held for 50 minutes. After achieving hemostasis with manual compression, a surgery was performed and two broken fragments of the sheath were recovered from the subcutaneous tissue. Further fluoroscopic imaging revealed more broken fragments in the right common femoral artery, which were also removed. Thrombectomy was also performed to remove blood clots related to the surgical procedure. The angio-seal device had been stored in a pyxis unit.

Manufacturer narrative:
(B)(4).